Event description:
The customer reported the system shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors, and adjusted the 5 volt power supply. The system operates as intended.